Event description:
The patient reported that she has been experiencing elevated blood glucose values (400-500 mg/dl) for about the past month. Her normal blood glucose range is 120-150 mg/dl. The patient reported feeling nauseous, urinating frequently and feeling dehydrated when she experiences elevated blood glucose. On 12/29/2006 the patient reported that she received an occlusion alarm (04). Upon troubleshooting, it was determined that the patient was changing her infusion set tubing and cartridge every 9 days to a couple of weeks. She was educated on the importance of following the manufacturers recommendations. The patient reported that on 12/25/2006 her blood glucose value was 500 mg/dl. She reported feeling tired all day. The patient stated that she had difficulty getting her blood glucose to return to normal that day. She stated she administered additional boluses to reduce her elevated blood glucose values. She reported that the next day, her blood glucose was "fine". She stated that she was experiencing additional stress and an illness at that time. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned.

Manufacturer narrative:
No product will be returned for evaluation.